Event description:
The customer reports during a retrograde intra-renal surgery (rirs) using a 0.035" hybrid wire and a laser, the tip of the guidewire fell off as it was taken out of the kidney (the guidewire tip was peeled off). The device fragment was removed immediately by the physician. There was no harm/injury to the patient. The procedure was completed normally. The patient was discharged from the hospital after the procedure. Concomitant devices used during the procedure included other companies¿ products. This information could not be provided. No concomitant device malfunctioned during the procedure.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. Physician evaluation of the returned device: the product was returned in the original tyvek packaging and is confirmed to have model number gwh3505r and lot number 92105229. The UDI is (B)(4). The reported incident of part of the tip falling off has been confirmed as the nitinol core has been returned, but the device is missing the pebax coating around the tip of the device. All parts of the product have been returned except the pebax coating on the tip of the device. There was also black residue returned in the packaging and on the tip of the device. This is likely related to the procedure performed and unrelated to the pebax coating falling off. As a result of these findings, the complaint has been confirmed. The coating likely got caught on another product used during procedure, causing it to come off. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As previously reported, the coating likely got caught on another product used during the procedure, causing it to come off. Since the tip was not returned with the guide wire device, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.